Manufacturer narrative:
(B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the USA reporting "soaking cap leaky and rusty" involving pentax medical scanning unit connector soaking cap model oe-u4, unknown lot number. There was no report of death, serious injury or other significant/ important medical event. No further information available. The soaking cap must be replaced.